Event description:
Customer reported via phone call to have woken up and noticed that drive support cap was protruding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with protruded/loose drive support disk, missing endcap sticker and cracked reservoir tube lip.